Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, the patient with this system was reported syncopal with confirmed high out of range pacing impedance measurements. Boston scientific's technical services (ts) was called to provide troubleshooting insight; communicating was likely a connection anomaly. During intervention, the leads terminal pin was removed, cleaned and reinserted into the device header, resulting in favorable measurements. The field representative confirmed that prior to removing the lead from the header, a tug test failed to show any connection issues. The patient will be monitored but released.